Manufacturer narrative:
(B)(4). Batch #: x9426v. Additional information was requested and the following was obtained: the patient did not experienced any ae. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastroplasty procedure the shears began to signal to decrease the pressure, even though it was open outside the patient. Soon after, the jaw broke. So, we substitute to follow the procedure.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip broken off inside the tube and not returned. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad.  This is consistent with a side load being applied to the blade while active with the jaw closed.  Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred.  As part of the quality process all devices are manufactured, inspected, and released to approved specifications.